Event description:
The physician reported during a procedure on an aneurysm in the cavenous segment of the internal carotid artery (ica), the catheter was advanced into the middle cerebral artery (mca) over a guidewire. The guide wire was then removed and a 300cm choice extra support wire was advanced. Attempts to withdraw the catheter were made, leaving the wire in position. However, the physician reported the wire became stuck to the catheter, and may have entered one of the small branches of the pt's artery during attempts to remove the catheter. The pt subsequently developed a subarachnoid hemorrhage (sah) and expired two hrs following the procedure. The physician reported resistance was the main issue when trying to remove the catheter over the guide wire.

Manufacturer narrative:
PMA/510(k): k042568/k994155. The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.